Manufacturer narrative:
(B)(4). The slide lock was disengaged, however the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the delivery device with the seal intact and extended outside the delivery tube. Measurements were recorded for device dimensions. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in our CAPA system (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not load properly into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 04:43 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not load properly into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.